Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. PMA/510(k)#: k011369, k060743, k122558. Investigation summary: unconfirmed, no sample received. Investigation conclusion: based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer but not correlate this symptom with a potential cause linked to bd process root cause description: customer does not require an investigation. Investigation carried out at customer site indicates that there were no abnormalities with the product detected. And is linked to end user error. 8d report is not required at this time. Batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria.

Event description:
It was reported that the ultrasafe x100l pr plum ssl nvs stein experienced a broken needle prior to use. The following information was provided by the initial reporter: the pharmacist explained that the gray part of the needle is detached from the needle. Injection was not possible.